Event description:
It was reported that the tubing of the infusion set broke away from the connection at the claw. The patient noticed the disconnection because she experienced elevated blood glucose levels as high as 439 mg/dl. She changed the infusion set and bolused to treat hyperglycemia. No adverse event was reported. The infusion set was replaced and requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.